Manufacturer narrative:
Customer reports: transmitter not communicating, and led not flashing anomalies. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Checked voltage of transmitter after up to two hours of charge on gang charger. Found transmitter failed to charge with only 0.812 v. In conclusion, unable to perform functional, check led, rf communication tests due to depleted battery. The customer complaint of led and communication anomalies is confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the transmitter was not working properly. Customer stated that they received lost sensor signal. Customer stated that the connector bridge or pins were not damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.